Event description:
Additional information received reported the patient was still having concerns regarding their device or therapy, but they had not sought further help. It was noted, the patient still had some issues. The reporter stated they wanted to know if a cat scan would hurt their implantable neurostimulator (ins) or cause bodily or mental harm. It was noted, the patient had been through airport security and mris. Additional information was requested, but was not available as of the date of this report.

Event description:
It was reported that the patient had discovered that the deep brain stimulation (dbs) device was turned off after going through airport security ¿a couple weeks¿ prior to this report. The patient experienced a return of parkinson¿s symptoms and realized stimulation was off upon checking the implantable neurostimulator (ins). The patient had reportedly ¿gone for a whole day and struggled¿ before realizing therapy was off. It was noted that the patient stated that he may have turned the device off with the patient programmer without realizing. The reporter stated that when the patient turned therapy back on he felt a shock, so he turned therapy back off again. The patient turned therapy back on and the shocking feeling subsided. Additional information has been requested; if additional information is received a supplemental report will be filed.

Manufacturer narrative:
Product ID: 3389s-40, lot# va08mwm, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension.